Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query/review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency. The reported patient effects of angina, myocardial infarction and thrombosis, as listed in the coronary stent graft system, graftmaster rx instructions for use (IFU), are known patient effects that may be associated with coronary stenting. Although a conclusive cause for the reported patient effects and the relationship to the product, if any, cannot be determined, and a conclusive cause for the reported leak cannot be determined, the treatment appears to be related to the operational context of the procedure and there is no indication of a product quality deficiency. It should be noted the graftmaster coronary stent graft system instructions for use (IFU) states: the graftmaster rx is indicated for use in the treatment of free perforations, defined as free contrast extravasation into the pericardium, in native coronary vessels or saphenous vein bypass grafts. In this case, it is unknown if IFU deviation contributed to the reported event.

Manufacturer narrative:
(B)(4). Concomitant products: guide wire: bmw 190cm; guide catheter: ebu 3.5 guiding catheter; sheath: 6-french; other: jr4 diagnostic catheter. The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The additional graftmaster referenced is being filed under a separate medwatch report.

Event description:
It was reported that the procedure was to treat a large, bleeding coronary aneurysm in the left anterior descending artery. The 2.8 x 19 mm graftmaster stent was implanted at 15 atmospheres (atm); however, there was still flow into the aneurysm from the distal edge of the graftmaster. A 3.5 x 19 mm graftmaster was then deployed at 15 atm, and the aneurysm was sealed. The final result was complete occlusion of the aneurysm, with exclusion of the entire segment. The patient experienced some chest pain with minor st depression noted during the procedure and was treated with morphine and IV nitrate. The patient was hemodynamically stable post-procedure. The patient did well with the procedure, but 10 days later presented to the ed with an acute anteroseptal/anterapical mi secondary to stent thrombosis. The patient was treated with an additional stent and is currently doing well. No additional information was provided.